Event description:
Based on the information received on 07-dec-2017 the case initially processed as non-serious has been updated to serious because of addition of a serious event of device malfunction. This unsolicited case from united states was received on 07-dec-2017 from a non-healthcare professional. This case concerns a patient of unknown demographics who received treatment with synvisc one and later after unknown latency couldn't walk and had severe swelling in the left knee, also, device malfunction was identified for the reported lot number. No past drug, medical history, concomitant medication or concurrent condition was provided. On an unknown date, the patient initiated treatment with intra-articular synvisc one injection (dose, frequency and indication: unknown) (batch/lot number: 7rsl021, expiry date: may-2020). On an unknown date, after unknown latency the patient had severe swelling in the left knee to the point that the patient could not walk. Action taken: unknown. Corrective treatment: not reported for both the events. Outcome: unknown for both the events. A pharmaceutical technical complaint (ptc) was initiated with global ptc number (B)(4). An investigation was initiated as a result of an unexpected increase in the number of labelled adverse events received from the us market for synvisc one, lot 7rsl021. The product met all release testing at time of manufacture in june 2017. Retain samples were retested due to the unexpected increase in adverse events. Higher than expected endotoxin results were obtained. In addition, the presence of microbial contamination was also confirmed. The cause of these events is under investigation. Once this investigation is completed, corrective and preventive actions will be implemented. Seriousness criteria: important medical event for device malfunction. Additional information was received on 07-dec-2017 and 08-jan-2018 (processed with clock start date of 07-dec- 2017). Global ptc number and ptc results were added. An additional event of device malfunction was added with details. Clinical course was updated and text was amended accordingly. Pharmacovigilance comment: sanofi company comment follow up dated 7-dec-2017: this case concerns a patient who has received synvisc one injection from the recalled lot and later was unable to walk and had knee swelling. Furthermore, the concerned lot number has been identified to have malfunction by the company. Therefore, the causal relationship of the events to the products cannot be excluded.

Event description:
Based on the information received on 07-dec-2017 the case initially processed as non-serious has been updated to serious because of addition of a serious event of device malfunction. This unsolicited case from united states was received on 07-dec-2017 from a non-healthcare professional. This case concerns a (B)(6) year old male patient who received treatment with synvisc one and on the same day experienced painful left knee, later after unknown latency couldn't walk, trouble walking and had severe swelling in the left knee, swollen left knee. Also, device malfunction was identified for the reported lot number. Relevant medical history included cervical radiculitis, hypothyroidism, high cholesterol, cerebrovascular accident, djd (degenerative joint disease). Relevant concurrent conditions included seronegative rheumatoid arthritis, carpal tunnel syndrome, osteoarthritis to left knee. The patient had no known drug allergies. No past drug was provided. Relevant concomitant medication included methotrexate, tramadol hydrochloride, folic acid, etanercept (enbrel) all as rheumatoid arthritis. On (B)(6) 2017, the patient initiated treatment with intra-articular synvisc one injection, at a daily dose of 6 ml (batch/lot number: 7rsl021, expiry date: may-2020) for osteoarthritis, rheumatoid arthritis. The same day, the patient had swollen and painful left knee, trouble walking after injection to left knee. It was reported that the patient had severe swelling in the left knee to the point that the patient could not walk. The patient prescribed prednisone 5 mg taper. On (B)(6) 2017, the synvisc one injection was discontinued. It was reported that the second knee (right side) injection was not done. On (B)(6) 2017, the patient recovered from swollen and painful left knee, trouble walking after injection to left knee. Action taken: no action taken corrective treatment: not reported for both the events outcome: unknown for both the events a pharmaceutical technical complaint (ptc) was initiated with global ptc number (B)(4) an investigation was initiated as a result of an unexpected increase in the number of labelled adverse events received from the us market for synvisc one, lot 7rsl021. The product met all release testing at time of manufacture in june 2017. Retain samples were retested due to the unexpected increase in adverse events. Higher than expected endotoxin results were obtained. In addition, the presence of microbial contamination was also confirmed. The cause of these events is under investigation. Once this investigation is completed, corrective and preventive actions will be implemented. Seriousness criteria: important medical event for all the events reporter causality: yes for left knee edema and pain, not reported for rest of the events additional information was received on 07-dec-2017 and 08-jan-2018 (processed with clock start date of 07-dec- 2017). Global ptc number and ptc results were added. An additional event of device malfunction was added with details. Clinical course was updated and text was amended accordingly. Additional information was received on 12-feb-2018 from other non-healthcare professional. Patient's demographics were added. Additional event of painful left knee was added with details. Event term of couldn't walk was updated to couldn't walk, trouble walking, severe swelling in the left knee, swollen left knee was updated to severe swelling in the left knee, swollen left knee, their outcome was updated to recovered and their seriousness criteria was updated. Dosing details of the suspect product was updated. Concomitant medications, medical history and concurrent conditions were added. Action taken with suspect product was updated to no action taken. Clinical course was updated. Text was amended accordingly. Pharmacovigilance comment: sanofi company comment follow up dated 12-feb-2018: this case concerns a patient who has received synvisc one injection from the recalled lot and later was unable to walk, left knee pain and had knee swelling. Furthermore, the concerned lot number has been identified to have malfunction by the company. Therefore, the causal relationship of the events to the products cannot be excluded.